Event description:
It was reported that after a laparoscopic sigmoidectomy, leak occurred two days later of the first operation. The device was used for the colon in the first operation. Reoperation was performed and artificial anus was created. No device will be returning. Additional information has been requested.

Manufacturer narrative:
(B)(4). Upon review of additional information, it was concluded that this event does not meet the FDA defined criteria for a reportable event. Additional information: at first, we had reported you this event as complaint. However, when our sales rep reconfirmed to the doctor regarding the leak, he said that the tissue was damaged by forceps during stripping action before using the device. The leak occurred at the tissue damage point distant from the staple line and the device was functional properly. Therefore the doctor did not attribute the leak to the use of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.